Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a everflex entrust stent to treat a severely calcified lesion in the mid superficial femoral artery(sfa). There was no damage noted to the packaging and no issues noted when removing the device from the tray. The device was prepped per IFU without issue. No embolic protection was used for the procedure. The lesion was pre-dilated. The device did not pass through a previously deployed stent however, resistance was encountered but no force was applied during delivery of the device to the lesion. It was reported that the wheel in the handle stopped working so the physician chose to pull the entire system quickly forcing the stent to fracture off leaving a piece of the stent in the patient.

Manufacturer narrative:
Product analysis: the everflex entrust was returned. A 0.0135" guidewire was loaded the deployment system. No other ancillary devices were included. The everflex entrust was inspected and observed the red locking pin was removed from the handle assembly. Approximately 24cm of the loaded guidewire was outside of the distal tip of the everflex entrust catheter shaft. It was observed within the slot of the handle assembly where the red locking pin was previously loaded the inner assembly was bent/folded over itself. Kinks were noted to the catheter shaft approximately 43 and 103cm from the distal tip of the outer of the shaft. Approximately 9cm of the stent remained loaded the catheter and approximately 1cm of the stent was exposed outside the catheter shaft. The stent was inspected under microscope showed the stent was fractured. The distal end of the stent which contain the tantalum markers were not identified and had fractured off from the stent. Traces of dried blood was noted between the stent struts. It should be noted the product labeling associated to lot a828033 indicates the stent length of 15 cm. The thumb wheel was rotated with no resistance, the stent did not deploy any further. The handle assembly was cracked open. The pull cable detached from the proximal end of the silver outer. The end of the pull cable and bonded surface of the silver outer showed exposure to excessive tensile forces. The inner assembly showed multiple folds/bends. If information is provided in the future, a supplemental report will be issued.